Manufacturer narrative:
The results of the manufacturer's evaluatiion suggest that this event is inconclusive but may be attributed to the long-term environmental effect of storage.

Event description:
The locking mechanism of the insert broke during insertion. There was no adverse consequence for the pt or delay in surgery or anesthesia time.